Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant upstream occlusion alarm. The evaluation found a failed upstream sensor which likely contributed to the reported symptom. The failed upstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant upstream occlusion alarm in the emergency room. It was also reported that there was no patient injury.